Manufacturer narrative:
Block h6: device code a020504 captures the reportable event of hole in sterile packaging.

Event description:
It was reported that a zero tip basket device was set to be use during a procedure. During unpacking, a hole was found in the sterile packaging. There were no procedure and patient involved.

Event description:
It was reported that a zero tip basket device was set to be use during a procedure. During unpacking, a hole was found in the sterile packaging. There were no procedure and patient involved.

Manufacturer narrative:
Block h6: device code a020504 captures the reportable event of hole in sterile packaging. Block h11: investigation results. The returned zero tip basket with closed pouch was analyzed, and it was noted that a hole was in the plastic side of the pouch. With all the information available, boston scientific concludes that the reported event of packaging tear, rip or hole in device packaging was confirmed. Based on the analysis results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Additionally, there is a process to verify the integrity of the seal on products in the unrestricted area. The products also undergo a verification process involving a cosmetic inspection, and any damage during collection will be reported. This means that only products without problems will be packed in a shipping box. This process guarantees the integrity of the pouch and would have detected the fault found. Taking all available information into consideration an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.